Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm epic plus mitral valve was chosen for a procedure. During procedure, a sewing ring tear was noted.

Event description:
It was reported that on (B)(6) 2026, a 25mm epic plus mitral valve was chosen for a procedure. During procedure, a sewing ring tear was noted. A new 25mm epic plus mitral valve was chosen and completed the procedure. There was no delay in the procedure. The patient was reported discharged.

Manufacturer narrative:
An event of sewing ring tear was reported. The device was returned to abbott for evaluation, and the sewing cuff was noted to have a torn damage. All three stent posts were normal in appearance. No other anomalies were found. The device history record was also reviewed to verify that all manufacturing and inspection steps were completed and that the product met applicable specifications. Field indicated that the tear was observed during the procedure. Possible contributing factors may include excessive suture tension, multiple re-suturing attempts and/or inadvertent handling-related stress on the cuff during the procedure. There is no indication of a product quality issue related to manufacturing, design, or labeling.